Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricle (rv) lead exhibited high pacing thresholds and it was unable to be successfully repositioned due to helix mechanism issues. No other additional adverse patient effects was reported.

Manufacturer narrative:
The lead was received for analysis. Visual inspection noted that the helix mechanism returned in a extended position. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis was able to confirm the reported clinical observation of helix extension/retraction issues. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricle (rv) lead exhibited high pacing thresholds, it was unable to be successfully repositioned due to helix mechanism issues. Apparently, loss of capture was observed and the patient was referred to physician. No additional adverse patient effects were reported. This lead was returned and analyzed